Event description:
It was originally reported to terumo cardiovascular systems on (B)(6) 2013, that the sliding bar on the gate of the vsp550 harvester would not slide forward (it would not close on the vein). This event is not considered a reportable incident. On (B)(6) 2013, a visual exam was being conducted on the returned sample, and it was immediately noticed that part of the v-cutter tip of the vsp550 was missing. Tcvs clinical personnel and sales reps were made aware of this anomaly in an attempt to contact the customer for more information. On that date, contact with the operator of the device was made and it was determined that terumo had only been made aware that the device malfunctions. The broken v-cutter tip was not provided as information to terumo until (B)(4) 2013. The operator provided terumo with the additional information below. The broken v-cutter piece was discovered by the operator at the time of the procedure. The broken piece was removed by creating an additional incision and utilizing endoscopic viewing to locate the broken piece. The operation was completed using a replacement vsp550. There was a case delay of only 5 minutes to troubleshoot the missing piece and open another vsp550 kit. No blood loss occurred as a result of this event, and the operation was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).